Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2015 with the following findings: the keypad was found to be intact; no damage was found. The complaint that the up arrow, down arrow, and ok keypad button were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that the display was discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.